Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: d8, e2, g3, g6, h2, h4, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the b30 communication error occurred because video communication could not be transmitted to the processor due to disconnection of the cables. The product shipment record was checked, but there was no abnormality in the device. Disconnection of the cable was probably caused by the user's handling. The following is stated in the instructions for use and can prevent the event: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged."

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. Physical evaluation of the complaint device reveals: the user's report is confirmed. The unit displays b30 communication error due to faulty cable unit. The coupler is also damaged causing rough coupler movement. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported before an unspecified procedure using a hd autoclavable camera head, scope communication error code b30 was displayed. No other devices were involved in the event. There was no delay in the procedure. The intended procedure was completed with an alternate device. There was no impact to the patient as a result of this occurrence.